Manufacturer narrative:
No reservoirs were received with the insulin pump. No unexpected alarms or shut off anomalies were noted. No air bubbles were noted. The insulin pump passed the displacement test, off no power test, rewind, and basic occlusion test. The operating currents were within specification. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a shifted end cap sticker.

Event description:
Customer's father reports that while attempting to clear air bubbles out of tubing, insulin pump shut off. Customer's blood glucose was 400 mg/dl which was treated with manual injection. After troubleshooting, customer's father was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.